Event description:
The customer reported to olympus that the evis exera iii colonovideoscope required a bowden cable renewal. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube, the air/water-cylinder, the connecting tube, and the adhesive on the bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water tube, the air/water-cylinder, the connecting tube, and the adhesive on the bending section cover had foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the right/left and upward/downward angulation control knobs had a scratch; the forceps channel port had corrosion; the scope connector-case unit had a scratch and corrosion due to water leakage; the label on the suction connector was damaged; due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; the objective lens and the light guide lens had a crack; the connecting tube had a buckling; the universal cord had a wrinkle; the flexibility adjustment ring, the switch box, the grip, and the plug unit had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H10: it is uncertain whether there was deviation from instructions for use on reprocessing steps for the points where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in air/water cylinder, air/water channel, at the connecting tube, and at the a-rubber glue could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.